Manufacturer narrative:
The device was in use for treatment. The atrial lead was capped, therefore it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. No subsequent device or clinical adverse events have been reported. The event will be re-evaluated if additional information becomes available. No allegation our lead failed to meet its performance specifications or caused or contributed to the reported event. Lead fracture is a recognized clinical event referenced in the device's labeling the instructions for use (IFU). This lead was implanted for approximately 11 years, 8 months. The product in this report is no longer manufactured by oscor inc. The event will be reevaluated if additional information becomes available. Based on this investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity. Oscor will continue to monitor this event type. Per qa inspection procedure (permanent pacing lead final inspection): the device is verify a 100% for electrical and visual function. As stated in the procedure under sampling plan, "all finished leads will be inspected 100% unless otherwise specified". Inspection of the product has to be performed under 10x microscope. Before performing inspection, remove tip protector tubing from all polaris/irox leads. After completing inspection, re-attach tip protector tubing. "Electrical function: electrical resistance has to be checked with a multimeter. Record ohms readings on work order. All other polaris coated leads, use tip as contact. The contact should be done very carefully in order to prevent from damaging the coated tips. "D" dimensions (is-1 connectors): measure d dimension using optical comparator. Tubing inspection and criteria: all tubing will be inspected according to procedure, "criteria/inspection of polyurethane and silicone tubing". Per instructions for use, it informs the user of possible adverse effects, fracture periodic or continued loss of sensing and/or pacing. Precautions, clinical evidence suggests that certain upper extremity activities are contraindicated for persons with permanent pacemakers because they require movements that can cause damage to the leads and possible failure of the leads. Active people, particularly those who perform repetitive upper extremity exercise at work or play, should be cautioned that they could subject leads to damaging stress. Be sure to leave sufficient slack in the lead to compensate for body movements. Product awareness, the pacing leads are implanted in the extremely hostile environment of the human body. Because the leads are very small in diameter and must be very flexible, it inevitably reduces their potential performance and longevity. Leads may fail to function for a variety of causes, including medical complications, body rejection phenomenon, allergic reaction, fibrotic tissue problem, or a failure of lead by damage, fracture, or by breach of their insulation. Despite of all due care in design, component quality, manufacture and testing prior to sale, leads may be damaged by improper handling, use, placement or other intervening facts.

Event description:
The customer received information that this lead was capped due to a lead fracture.